Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06feb2020.

Event description:
It was reported that the ventilator was failing extended self test (est) at the pressure relief valve (prv) test. There was no patient involvement. The customer troubleshot with technical support and verified that prv cracking pressure is in tolerance at 135. The customer found a leak. The customer removed the leak by using a patient circuit that did not have a leak and the unit past the est prv test. The leak was resolved at the patient circuit and the issue was addressed.